Event description:
It was reported that the patient was unable to pump up/empty the inflatable penile prosthesis (ipp) due to leaks from r. Cylinder tubing. The preconnected ipp pump was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp pump was removed and replaced with a new one. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis